Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction. The initial MDR (emdr-217208) was generated and submitted under the incorrect issues.

Event description:
A customer reported receiving a ¿replace sensor¿ error message while wearing the adc freestyle libre sensor and as a result, the customer experienced symptoms of seizure and a loss of consciousness. The customer was unable to self-treat and therefore received unspecified medical treatment from both a nurse and non-healthcare professional. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message while wearing the adc freestyle libre sensor and as a result, the customer experienced symptoms of seizure and a loss of consciousness. The customer was unable to self-treat and therefore received unspecified medical treatment from both a nurse and non-healthcare professional. No further information was reported. There was no report of death or permanent injury associated with this event.